Event description:
It was reported the device shuts down intermittently. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, and battery drawer are broken. Ring cover, both bail covers, ring, and both bails are missing. Battery contacts are compressed and keyboard is scratched. (B)(4).